Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump would stop delivering insulin. The customer stated they would change out the infusion set and the insulin pump would stop delivering insulin after. The customer reported their blood glucose fluctuated from 120 mg/dl to 387 mg/dl. The customer stated they have called in the past to troubleshoot, but the issue persisted. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.